Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a patient passed away at home while wearing the lifevest. The patient had received four appropriate defibrillations during ventricular tachycardia and ventricular fibrillation. The rhythm after the defibrillations did not convert. The patient's rhythm later degraded to asystole and the patient passed away.

Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and belt sn (B)(4) has been accomplished through a review of the patient's downloaded data. Review of the data does not indicate any device malfunction related to the event. Review of the event reveals that an arrhythmia was first declared at 12:53:43 on (B)(6) 2014. Review of the patient's ECG indicates vt at 140 bpm. Defibrillations were delivered at 12:54:29 (CT at 192bpm), 12:54:51 (vt at 175 bpm), 12:55:13 (vt at 180 bpm), and 12:55:35 )vf). The rhythms following the defibrillations were vt at 174 bpm, vt at 180 bpm, slow vt at 124 bpm, and slow vt at 131 bpm, respectively. A non-treatable rhythm was declared at 12:56:09 and asystole was declared at 12:58:02. There is no indication to suggest that the lifevest caused or contributed to the patient's death. Monitor (B)(4), belt (B)(4): (B)(6)2013.